Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated the results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-31161, 1627487-2020-31162, 1627487-2020-31163, 1627487-2020-31165, 1627487-2020-31166. It was reported that patient was diagnosed with infection at the incision of the lead site. Patient was hospitalized and treated with antibiotics. As a result, the scs system was explanted. Reportedly the infection was resolved.